Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/05/2017 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.the receiver failed to charged and l boot because of perpetual rebooting. The receiver case was open and the download log was retrieved. The log did not contain any issues related to customer complaint. The reported event of initializing screen without manual restart was not confirmed during log review. A root cause could not be determined.